Event description:
In 2008, the physician implanted two devices. The patient developed protruding bumps in the area of implantation postoperatively. In 2009, the physician removed the devices.

Manufacturer narrative:
The physician provided photos of the explanted material, however, the material was not returned to the manufacturer for evaluation. Therefore, a failure mode could not be determined. The batch record for this lot has been reviewed and contains no abnormal manufacturing events. There is a very low occurence rate of patient reaction to this device. If additional information becomes available, it will be submitted in a supplemental report.